Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-apr-2019 with the following findings: a review of the pump histories showed frequent replace battery alarms. Voltage was not low at time of the alarms. During a visual inspection of the pump, no damage to the battery compartment was observed. Current draws measured within specifications. No alarms occurred during testing. The pump case was removed and no moisture or damage was found inside the pump. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.